Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305122 and lot number 1273662. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd precisionglide¿ needles broke off during use and got lodged in animal. An incision had to be made to remove the needle tip that was embedded in the muscle. The following information was provided by the initial reporter: needle broke off during use and got lodged in animal. Injury: yes, did have to make incision over site and then remove the needle tip that was embedded in muscle.

Event description:
It was reported that the bd precisionglide¿ needles broke off during use and got lodged in animal. An incision had to be made to remove the needle tip that was embedded in the muscle. The following information was provided by the initial reporter: needle broke off during use and got lodged in animal. Injury: yes, did have to make incision over site and then remove the needle tip that was embedded in muscle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.